Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient¿s dexcom cgm displayed a ¿low¿ glucose reading. In response, the patient consumed two pieces of toast. No bg meter reading was taken at that time. Several hours later, the dexcom was still reading 45 mg/dl, prompting the patient to eat four cookies. The dexcom reading subsequently rose to 80 mg/dl. Later, the patient checked her bg using a meter, which showed a critically high level of 600 mg/dl. She reported feeling tired and unwell and subsequently called 911. Upon arrival at the emergency room (ER), her bg was measured at 660 mg/dl, while the cgm was reading 105 mg/dl. The patient was treated with intravenous (IV) fluids and administered 10 units of insulin. The attending physician removed the dexcom sensor from the patient¿s skin. At the time of follow-up the next day, the patient remained hospitalized and was reported to be in stable condition. Of note, the patient uses tandem tslim in modified closed loop. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked in the ER. No additional patient or event information is available.